Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 5076 implantable pacing lead; 6947 implantable defibrillation lead. (B)(4). The device has not been returned and will not be evaluated.

Event description:
Information identified during follow up on a previous event. It was reported that the patient died approximately two months post the implant of the crt-d system. A cause of death has been requested and not received.

Manufacturer narrative:
Corrected information: device evaluated by MFR?: no, eval explain code. If information is provided in the future, a supplemental report will be issued.